Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was programmed to deliver an unspecified concentration of infliximab, at a rate of 125ml/hr, with a vtbi (volume to be infused) of 250ml, and delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse checked on the pt and noted the delivery was almost complete. The nurse then left the room. After an unspecified length of time, the nurse returned to the pt's room. At this time, the nurse noted that the infliximab container empty. It was reported that the device displayed an unspecified alarm condition with no audible alarm tone. The customer contact indicated that the delivery was complete as expected. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.